Event description:
A report was received that a patient had pain at the pocket site and a burning sensation while charging. The patient reported that the site "hurts to the touch" and is unable to put pressure on the ipg due to the amount of pain it was causing the patient in the area. The physician recommended a pocket revision.

Manufacturer narrative:
The patient has not decided to undergo a pocket revision due to personal reasons. This is the final report.